Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v in the pt's eye and a haptic stuck in the cartridge and tore off. The surgeon cut the lens to remove it without enlarging the incision and another model lens was inserted in the eye. No pt injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows that half of the lens and a haptic are torn off and missing. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.